Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis that the fiber's metal cap and glass cap were detached and were not returned. The observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuously elevated temperatures can lead to fiber damaged, including metal cap and glass cap detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg to 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified the metal cap and glass cap were detached and were not returned for analysis. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted confirmed that were no signs of breakage along the length of the fiber. The connector cone, segments and tabs were in good condition and secured. The fiber connector passed the signature verification fixture test. Labelling review: the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted metal cap and glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.

Event description:
The fiber was returned without device performance allegation information. Analysis of the returned fiber identified the metal cap and glass cap were detached/separated.